Event description:
Spontaneous report received on (B)(4) 2012. This case, received from a nurse in the united states involved a male patient (age unknown) who reportedly experienced toxic shock syndrome while receiving biobrane. The patient's medical history was unknown. The initial reporter was unable to provide any concomitant medications. The patient (whom the nurse thought was a male) initiated biobrane (manufacturer unknown; topical, daily dose unknown, frequency unknown) in 2012 for the treatment of burn. It was unknown if anything else was used to treat the burn. In 2012, the patient reportedly experienced toxic shock syndrome (lot number requested but unknown). Application technique and extent of burn were not known. The patient was reportedly hospitalized on unknown dates in 2012 due to the event. Treatment was unknown. It was unknown if the patient had any changes in his medications, medical history, lifestyle, or stressors at the time of the events. The nurse reported the event abated on an unknown date in 2012, and biobrane was discontinued on an unknown date. No other information was provided. As of (B)(4) 2012, biobrane remained discontinued and the event was abated. Event status at last report: toxic shock syndrome (resolved). Note: the initial reporter provided another report regarding biobrane. See mylan manufacturer report #2012s1023839. Follow-up information (received on (B)(4) 2012): according to the clinical nurse, the patient was a (B)(6) male (dob (B)(6) 2003) who was scalded when boiling water was accidentally spilled on his back on (B)(6) 2012. The pt's father immediately poured cold water on his back and then his parents took him to the local ER. He was then transported to the univ of missouri hosp. He reportedly experienced second degree burns on his back and upper buttocks covering 10% body surface area. The pt was reportedly sedated. The wounds were debrided using blunt debriding (using force with gauze, forceps and/or scissors) per protocol and cleaned with chlorhexidine and rinsed with sterile saline in a sterile manner. Biobrane-l (10 x 15), (lot number requested but unk) was applied to the wound using sterile technique and secured with steristrips. Gauze was then applied. The pt was discharged to home the same day. On (B)(6) 2012, the pt was seen in the clinic for a scheduled follow-up. Biobrane-l had reportedly adhered except at midline some slight paleness was noted. Biobrane-l was trimmed away on smaller areas and mepilex ag was applied. The pt was sent home with instructions to reinforce product was needed. On (B)(6) 2012, the pt was reportedly seen in the ER due to increased pain. He was reportedly given a prescription for tylenol #3. On (B)(6) 2012, the pt reportedly experienced a fever of 102 degrees f. He was also reportedly experiencing hallucinations and itchiness (unk if generalized). On (B)(6) 2012, the pt reportedly experienced a fever of 104 degrees f, was vomiting and experiencing hallucinations. He also reportedly experienced decreased urine output so was taken to the ER. When the gauze was removed, some biobrane-l was adhered. The wound had a yellow exudate and intense erythema; a fine rash was noted down the pt's legs. Biobrane-l was removed. A blood culture was negative, a urine culture was negative and a wound culture was positive for (B)(6). The pt was admitted to the burn unit on (B)(6) 2012. He was reportedly diagnosed with toxic shock syndrome by the attending burn surgeon as well as a pediatric intensivist. He received IV vancomycin and IV meropenem until (B)(6) 2012. Silvadene dressings were changed twice daily. The pt did not require skin grafting or any type of surgical intervention. On (B)(6) 2012, a mepilex ag dressing was applied. The pt was discharged to home on (B)(6) 2012 with a prescription for bactrim ds twice daily for seven days. On (B)(6) 2012, the pt was seen in the clinic for follow-up and was completely healed. The nurse reportedly did not feel that biobrane-l contaminated the wound but that biobrane-l may have trapped bacteria underneath it because it is an occlusive dressing (biobrane-l is not an occlusive dressing). He thought bacteria may have remained due to the wound not being adequately cleansed prior to biobrane-l application. According to the nurse, they have used the biobrane products at their facility for many years and continue to use the biobrane products with success.

Manufacturer narrative:
All biobrane-l (10x15) lot numbers manufactured in 2012 were evaluated (actual lot number used was requested but unknown). The biobrane-l label cautions in the application instructions: the debridement or excision must be done thoroughly to remove all coagulum or eschar. Biobrane-l will not adhere to dead tissue and any remaining necrotic tissue may cause infection. At 24-36 hours postapplication, it is recommended that the outer dressing be removed down to the biobrane-l and the wound observed. At 48-72 hours postapplication, the outer dressing be removed down to the biobrane-l and checked for adherence. The covered wound should then be observed daily for signs of infection. These recommendations were not followed for this burn patient. Therefore, the company does not feel that the event experienced by the patient is related to biobrane-l. Company assessment: although toxic shock syndrome is not expected to occur with use of biobrane-l, infections do frequently occur in burn wound patients. These infections are usually identified early in the healing process and treated with topical agents or systematic antibiotics. If not identified and treated early, the infection may progress to septic shock and organ dysfunction, and ultimately death. For this pediatric patient, the bacteria may have been present in the wound due to initial inadequate cleaning/debridement and or accidental contamination of the wound as evidenced by the presence of mrsa. Biobrane-l is a transparent biocomposite dressing made from an ultrathin, semipermeable silicone membrane bonded to a flexible knitted monofilament nylon fabric.